Manufacturer narrative:
D10 concomitant products: egiaushort, egiaushort endogia ultra univ sht stap (lot#: p3g0342). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an elective left video assisted thoracoscopic surgery (vats) or thoracotomy and left upper lobectomy with mediastinal lymph node sampling for a biopsy proven left upper lobe lung cancer, a segmental branch of the pulmonary artery was divided with the manual stapler. It was noted that it was cutting without deploying staples. A few seconds after removing the stapler, a sudden gush of dark blood was observed with subsequent hemodynamic instability, and resuscitative efforts. Due to uncontrollable hemorrhage, the patient died. It was noted that the autopsy confirmed a "3mm irregular intimal defect with hemorrhage in the adjacent adventitia just proximal to 'a large branch'", consistent with misfire during division of the segmental branch of the pulmonary artery, after which bleeding ensued.